Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 7948572. Balloon components were made with mix reference (B)(4) lot number 7468832. It was prepared from a mix of raw materials (B)(6) lot number 1912190153 and (B)(6) lot number 2005050159. These lot numbers were analysed at our qa production laboratories and were conformed. On (B)(6) 2025, after disinfection it was observed that the balloon was burst without missing part. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was performed based on (B)(6), risk identified 11500 (hazardous situation: "catheter balloon cannot stay inflated or burst"). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was performed on prostatic silicone catheter, on the same defect "balloon burst" from (B)(6) 2021 to (B)(6) 2025, (B)(4) similar cases were found.

Event description:
According to the available information, the patient had no indwelling catheterization. The patient presented a bladder globe. He had an enlarged prostate that was about to be resected. The nurse went through the natural route and when checking the balloon, the nurse found no asymmetry or other phenomena. The nurse used a lubricant, then inflated the balloon with water ppi. The nurse did not need to use the irrigation way. The nurse filled the balloon with about 50ml and placed the catheter and a later time, when the patient was getting up, the catheter fell and noticed that the balloon was broken / cracked. There were no clinical consequences for the patient, and another catheter was inserted later that day.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the patient had no indwelling catheterization. The patient presented a bladder globe. He had an enlarged prostate that was about to be resected. The nurse went through the natural route and when checking the balloon, the nurse found no asymmetry or other phenomena. The nurse used a lubricant, then inflated the balloon with water ppi. The nurse did not need to use the irrigation way. The nurse filled the balloon with about 50ml and placed the catheter and a later time, when the patient was getting up, the catheter fell and noticed that the balloon was broken / cracked. There were no clinical consequences for the patient, and another catheter was inserted later that day.